Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited seroma and infection. No additional adverse patient effects were reported. The s-ICD remains in service. Additional information indicated that the patient had a large, blood-filled nodule on the left lateral part that was close to the subcutaneous implantable cardioverter defibrillator (s-ICD) pocket. No additional adverse patient effects were reported. The s-ICD was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b2: outcomes attrib to adv event; b5: describe event or problem; d6b: explant date; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited seroma and infection. No additional adverse patient effects were reported. The s-ICD remains in service.

Manufacturer narrative:
This supplemental report is being filed to correct the b2: outcomes attrib to adv event; b5: describe event or problem; d6b: explant date; and h6: impact codes. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed.the known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited seroma and infection. Additional information indicated that the patient had a large, blood-filled nodule on the left lateral part that was close to the subcutaneous implantable cardioverter defibrillator (s-ICD) pocket. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implanted lead were explanted. There were multiple bleeding sites on the patient's left lateral aspect of unknown origin after the system was removed. No additional adverse patient effects were reported. The s-ICD was not returned.